Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-jun-2018 with the following findings: during investigation, the keypad was intact and all keys responded appropriately. The pump was able to be locked and unlocked with no issues. The keypad cover was removed to find no contamination under the button contacts. No button contact defects were observed. The pump cover was removed to find no evidence of internal moisture. The keypad latch was found to be fully closed. No damage was found to the keypad flex. The allegation of unresponsive keypad buttons was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, and down arrow buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.